Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Although it is unknown if the device is related to the reported event we are filing this MDR for notification purposes only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient presented with following pre-op diagnoses: lumbar spondylolisthesis l4-5; degenerative joint disease; severe stenosis; discomfort status post interspinous decompression. For which, patient underwent following procedures: removal of interspinous process spacer at l4-5; laminectomy l4-5; decompression, diskectomy, posterior lumbar interbody fusion, pedicle screw stabilization and posterolateral arthrodesis. Per op notes, dissection was carried laterally to expose the transverse process of l4 and l5. The interspinous process spacer was then removed. Bone morphogenic protein containing sponge, local autograft and mosaic bone graft extender then placed in the posterolateral gutters. Patient tolerated the procedure well without any intraoperative complications. On (B)(6)2009: patient got discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.